Event description:
Procedure type: urological. According to the reporter: the balloon did not inflate nor deflate all the way. When removing the balloon it ripped off the unit. The structural balloon did not inflate all the way and seems to have a hole in it.

Manufacturer narrative:
(B)(4).